Event description:
The customer reported an issue with device. Physio-control evaluated the device and found that it was unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed user interface pcb and system controller pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.